Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the tip is stripped. The root cause is attributed to wear out. Per the as400 lot ag0185116 was released for distribution in may 2014, indicating the device is over 2 years old. Pra (B)(4) was conducted in april 2015 and determined that there had been no increase in patient harm and that the severity and occurrence of the various failure modes resulted in broadly acceptable risks. Thus, no action was to be taken regarding cold-welding or stripping failures on code (B)(4). Corrective action not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The straight screwdriver attachment is stripped and does not perform function.